Event description:
It was reported that there was a fiber in the ¿band of the balloon¿ of a small volume intermate. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured december 12, 2014 to december 17, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 2.70 mm in length, floating in the fluid of the bladder. No sign of particulate matter was found in band of balloon. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.